Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced repeated scan errors when attempting to start a new freestyle libre 3 plus sensor, with three consecutive failures, and was transferred to the partner manufacturer¿s support for sensor replacement while using backup therapy. No adverse clinical symptoms reported. Outcomes included temporary interruption of cgm data with no adverse health impact. User support included complaint intake and referral to the sensor manufacturer for troubleshooting and replacement coordination. Investigation of this case revealed a suspected sensor initiation or communication failure attributed to the third-party cgm sensor, with no ilet device malfunction identified. It was concluded, based on established findings in similar reports, that the cause was a third-party device performance issue outside the ilet system.